Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was still inflated when the catheter was removed from the patient. The patient complained of discomfort and also the user felt tactile resistance during the catheter removal.

Event description:
It was reported that the balloon was still inflated when the catheter was removed from the patient. The patient complained of discomfort and also the user felt tactile resistance during the catheter removal.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error on a 3500a form. The complaint will be reported via a exemption report per exemption e1998006. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.